Manufacturer narrative:
(B)(4). The reported condition was not confirmed during product evaluation. However, the quality engineer has identified a defective main battery as the as determined problem. The assignable cause was a defective main battery. The main battery was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with the malfunction of does not turn on. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. During previous service, the main batteries were replaced.